Event description:
It was reported that bd intima-ii¿ closed IV catheter system extension tube was broken. This was during use. The following information was provided by the initial reporter: the client began to use the indwelling needle at 10 o 'clock on yesterday, and the extension tube at the clip was found broken at 11 o 'clock on today.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9262096. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd intima-ii¿ closed IV catheter system extension tube was broken. This was during use. The following information was provided by the initial reporter: the client began to use the indwelling needle at 10 o 'clock on yesterday, and the extension tube at the clip was found broken at 11 o 'clock on today.